Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low battery alert due to blank display.

Event description:
Customer reported via phone call that the insulin pump was diminished battery life. The customer¿s blood glucose was unknown. The device will not be returned for analysis.